Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® lh pst¿ ii plus blood collection tube there was an issue with melted tube.

Manufacturer narrative:
Investigation: customer return sample / photo and/or retain evaluation summary: photographs were provided by the customer in support of this complaint and showed tubes collapsed, some along their entire length. No samples were received at the time of this report. DHR/bhr review: no qns or other issues relating to the reported defect were identified in the DHR. Investigation conclusion: the complaint is confirmed, based on the photographic evidence provided. Root cause description / corrective actions: the most likely root cause for this type of defect is that tubes are subjected to excess heat, either during manufacture or in the supply chain. Based on an evaluation of severity and frequency it was determined that a CAPA should be initiated to investigate potential root causes within the manufacturing process. Capa147326 has been closed effective during december 2018.

Event description:
It was reported with the use of the bd vacutainer® lh pst¿ ii plus blood collection tube there was an issue with melted tube.